Manufacturer narrative:
Two interface cables were returned to the manufacturer for analysis. Analysis found that one cable failed gbit/continuity tests due to open circuit. It was also reported that the j2 connector on cable was missing its backshell. The other cable failed gbit test on the ethernet portion of the cable. It was found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that through manipulation of the interface cable at the bulkhead a connection could be established. Interface cable was replaced which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by the manufacturer for evaluation however no results are available yet.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system booted into stand alone mode. Rebooting the system and checking the dongle connection did not resolve the issue. There was no patient present at the time of the issue.